Event description:
It was reported that the patient underwent sinus procedure sometime in (B)(6) 2011. The hydrodebrider was used to irrigate the maxillary sinus. No complications were noted during the procedure. The patient was extubated. One of the patient's eyes began to swell; the specific eye (right or left) was not provided. The patient was reintubated. The doctor discovered the patient had a dehiscence (tear or split) of the orbital wall which could not be seen on CT scan. When the hydrodebrider was used saline had filled the orbital cavity. A medial orbital laminectomy was performed and the eye reseded. No further details were provided.

Manufacturer narrative:
(B)(4). Although it was reported that the patient's condition (orbital wall dehiscence) predisposed the reported event, we are filing this MDR for notification purposes. The system user's guide includes a warning that care should be taken not to direct the flow of irrigant through the fistula and into the orbit. Attempts have been made to obtain additional information from the physician. A supplemental report will be sent if additional information is received.